Manufacturer narrative:
Notification that the health care provider submitted device incident reference (dir) 58293 to therapeutic goods administration (tga) was received on 09jul2019. Further information was requested but not received. Details surrounding the incident and device information are all unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The manufacturer received notice of a healthcare provider submitted report to therapeutic goods administration (tga) of an incident involving a patient who suffered from a minor spinal cord injury with minimal residual deficit following a lead revision on (B)(6) 2016. No other information is known at this time. Due to a lack of information and traceability from australia on this event, it is unknown if this report has been previously filed, therefore this event is being reported as a precaution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.